Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. A visual inspection was performed, the reported event of a frozen screen display was confirmed. The root cause was determined to be a damaged liquid crystal display (lcd).